Event description:
Boston scientific synergy stent had dislodged from the balloon before entering the pt's body. Stent/balloon was prepped correctly by the cath lab staff member and physician. Education specialist from boston scientific was notified and conducted re-education to cath lab staff and confirmed that current practice has been correct, also that boston scientific has already released a new stent stylet and protective sleeve that will be in future packaging.